Event description:
It was reported that hours after a cholecystectomy as bleeding was noticed. An open procedure was performed to control the bleeding and during the procedure, the clips were dislocated and the vessel was open.

Manufacturer narrative:
Date sent: 12/12/2007. Information not available, device not returned for analysis.